Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection, and therefore reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Reasonably known information suggests probable causes such as material problems: degradation. Thermal problems: overheating. Mechanical problems: stress, deformation, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component issues. These causes can occur between components such as boards, cables, sockets, pins, power supplies, displays, connectors, light sources, etc. Without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the serial digital interface cable had caused intermittent image disappearing, monitor shut-off and telecon problems. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.